Event description:
In 2009, the patient reported experiencing elevated blood glucose for the past week, and she has been using 3-4 times more insulin than normal. Her blood glucose has been 300mg/dl and her normal blood glucose level is below 150 mg/dl. She stated that she began to smell insulin yesterday, and she noticed a leak at the luer connection of the infusion tubing. She changed the infusion tubing with another set from the same box and the leak recurred today. She stated that she would use an infusion tubing from a different box. Upon follow up two days later, the patient reported that she had no further issues and she was able to lower her blood glucose by injecting insulin via syringe. The patient did not require medical assistance from the healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.